Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - metformin, atenolol, omeprazole, atorvastatin calcium, lisinopril, glipizide, tamsulosin, amlodipine, and finasteride. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg component was reportedly advanced and deployed with no issues. It was reported that during withdrawal of the device back into the sheath, some resistance was met. Force was reportedly used to remove the delivery catheter from the sheath, at which time the catheter broke at the polyimide/trailing olive junction. It was reported the sheath valve was slightly deflated, and the detached portion of the delivery catheter was successfully removed from the sheath. The procedure concluded with no further issues, and the patient tolerated the procedure.

Manufacturer narrative:
The device was returned to gore, and an engineering evaluation was performed. The device was returned with the leading end of the delivery catheter broken at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. Gold material and indentations from the polyimide guidewire lumen was seen inside the trailing olive, showing that the polyimide had been bonded to the trailing olive. The introducer sheath was not returned and could not be evaluated. The findings from the evaluation are consistent with the reported observations for catheter separation. The reported observation of the introducer sheath interference could not be confirmed with the available information. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The gore® excluder® aaa endoprosthesis instructions for use states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.